Event description:
Lap sigmoid procedure. A pcs29 dlu was used in conjunction with a competitive device which was fired twice to divide the rectum. Pcs29 functioned normally. However, there was slight difficulty achieving firing range. When firing range was reached, device was fired and upon a leak test, an approximate 1cm leak appeared to be along the anterior side of the anastomosis. There appeared to be malformed staples at this same site as well. It is unclear as to whether these malformed staples were from the previous firings of the competitive device or the pcs29. Patient had to be opened to repair the leak with sutures and complete the case.